Event description:
It was reported to manufacturer by dealer, per rep, he stated has a motor that snapped on this bed and a patient was seriously injured. Per the dealer, his customer is very upset and has returned the bed to him. Dealer sent pictures of failure to the manufacturer. Manufacturer has sent e-mail requests for more information on this incident. RMA #62543 has been issued to get bed back from dealer for evaluation.